Event description:
The patient was placed on ventilator. Medical air for the purpose of mechanical ventilation was provided by maquet servo-I mini compressor. The compressor would go through a cycle where it would enter standby mode after approximately 30 seconds of operation. After being in standby mode for a few seconds, the compressor would begin working again. During the time that the compressor was in standby mode, the inhaled fio2 would increase from the set 40% to over 60%. The fio2 would drop to the set level once the compressor restarted. The patient showed no adverse effects, however, the ventilator would alarm each time it happened. The ventilator was replaced and taken out of service.